Event description:
Impedance readings >40000 ohms on all electrodes, except #8, was reported during reprogramming. The pt did not feel any stimulation. A tripole configuration was used. Fluoroscopy did not reveal a break between connector rings. The image was rotated to view head on from posterior and anterior.

Manufacturer narrative:
See scanned page.